Event description:
Device issue: shaft separation. Time of device issue: during procedure. Adverse event: medical intervention. It was reported that after balloon dilatation resistance was felt during removal of the balloon catheter. Additional force was applied causing the catheter to detach into two pieces with approximately 240 mm remaining in the vessel. The detached portion of the catheter was removed using a snare device. No parts or pieces remain in the vessel. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. (B)(4)